Manufacturer narrative:
The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for (B)(4), which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that the housing for her pump in style power supply was damaged - the casing had fallen apart and was exposing the inside.